Event description:
It was reported that the right ventricular lead experienced t-wave oversensing (twos). Further testing indicated intermittent left ventricular (lv) capture with various different output settings and twos occurring with loss of lv capture. The rv and lv leads remains in use. It was later reported the rv lead continued to have twos. The sensitivity for the rv lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced t-wave oversensing (twos). Further testing indicated intermittent left ventricular (lv) capture with various different output settings and twos occurring with loss of lv capture. The rv and lv leads remains in use. No patient complications have been reported as a result of this event.